Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported failure in the subtest flow transducer test during pre-use check, was not reproduced during test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs, they indicate an expiratory flow measuring issue. An expiratory flow measuring issue will not affect the ventilation. Alarms will be generated and the fault will be detected in pre-use check. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).